Event description:
My husband had the surgical procedure to place an aortic stent on (B)(6) 2018, that night he experienced a sudden pain in his chest. Then reported acid reflux issues and bloodwork began to decline. On (B)(6) he began dialysis after his kidneys shut down. 3:00 am on (B)(6), he suffered cardiac arrest and died at 10:18pm on (B)(6) because the stent had become dislodged and traveled to his lower abdomen. He died slowly, painfully and in a hospital. He spent his last week in a hospital, when he had a wife and pets and family and friends that loved him dearly.